Manufacturer narrative:
A ge service representative performed an on site investigation. Replacement batteries were ordered. Waiting for arrival of parts.

Event description:
The customer reported the system displayed an error code message. No report of pt injury.